Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product identified the strike plate fractured. There is some damage to the body of the impactor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial tsa, the surgeon was impacting the glenoid component when the strike plate fractured from the impactor and fell to the floor. There was no consequence to the patient. Attempts have been made and no further information has been provided.